Event description:
The initial reporter received a questionable elecsys ft4 ii assay result for one patient sample tested on a cobas e411 rack. The questionable result was not reported outside of the laboratory. The initial result was 0.038 ng/dl with a data flag. The repeat result was 1.51 ng/dl. The reagent lot number is 54716805 with an expiration date of 31-may-2022.

Manufacturer narrative:
It was noted that the sample tube used was narrower than the blood collection tube. The investigation is ongoing.

Manufacturer narrative:
It was reported that the sample probe was not in the center of the sample tube. The customer did not request roche for service. No further issues were reported by the customer. The cause of the event could not be determined.